Manufacturer narrative:
The colonoscope was not returned to the endochoice service center for evaluation. The user facility did not provide the colonoscope information, as this information was considered confidential and the facility had reprocessed the colonoscope and used the device in additional cases with no further reports to date.

Event description:
It was reported that during a procedure a colonoscope scraped the patient's colon. As a precautionary measure, the physician applied clips in case of perforation.